Manufacturer narrative:
Covidien reference number: (B)(4). The device was evaluated and the graphical user interface (gui) printed circuit board (pcb) was replaced.

Event description:
It was reported that the 840 ventilator had a communication error issue. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.